Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer needed assistance with reprogramming her insulin pump. The customer's blood glucose was 499 mg/dl. The customer treated herself with a manual injection. Assisted the customer with programming basal rates and the bolus wizard. Troubleshooting was done for high blood glucose levels. Assisted customer with rewinding the pump, running a manual prime and saw that insulin did exit the tubing. Advised customer to do a complete set change and treat per healthcare provider's instructions. Nothing further reported.